Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultrasmart meter read inaccurately high. The patient indicated that the alleged issue started on (B)(6) 2010, between 9:46-11:00 pm. The patient claimed that he obtained a lfs meter reading of around "14 mmol/l". Based on the meter reading, the patient reportedly took an increased dose of insulin. The patient took 15 units of novorapid insulin and 22 of long acting insulin. Four hours after the alleged issue began, the patient claimed that he developed unspecified symptoms of hypoglycemia. The patient claimed that he was hospitalized and received IV glucose treatment due to the alleged issue. At an unclear date/time during the time of concern, the patient's blood glucose was reportedly tested on an emergency medical services (ems) meter and a result of "1.7 mmol/l" was reportedly obtained. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what date/time the result of "14 mmol/l" was obtained, what time he took the insulins, what time the symptom(s) developed, and what other actions the patient took before and after the symptom(s) developed. The patient did not have control solution for troubleshooting. The meter, control solution, and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed unspecified symptoms of hypoglycemia, received IV glucose treatment, and was hospitalized after taking insulin based on a lfs meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.